Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio delivery system. During the procedure, it was noted that occluder was conforming into cobra deformations after three reloads. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 15mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.